Manufacturer narrative:
Investigation summary: the investigation is based on accuview graph. The total time of the study is 48 hours and the signal is ignored throughout the study. The ph value is inconsistent. There were ignores throughout the study due to a communication failure.

Event description:
According to the reporter, the customer called in to report there are several long gaps during the second day of the device study. The customer will send in the study for review. Technical support reviewed the study data, the second day of study has more than 8 hours of gaps during the recorder. A repeat procedure was necessary due to the gaps in bravo study. No patient injury.